Event description:
While using a byte day aligners, patient reports that they are experiencing their aligners cutting into their gums. All their gums have turned white, and they feel severe discomfort. They cannot completely put their aligners on because they create so much pressure and cut their gums. They have tried warm water soaking and filing. This does not help. Evaluated and found blanching and tight aligners are from poor stls where anterior gums were not captured. Advised patient not to wear current aligners. New aligners to be shipped.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.